Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained higher sensor readings and required unspecified third-party treatment from someone other than themselves. No additional information was provided as the customer declined to answer any further questions. There was no report of death or permanent impairment associated with this event. A sensor reading of 108 mg/dl was compared to a capillary result of 51 mg/dl obtained on the built-in meter, and these results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. It is unknown if these readings are related to the reported event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained higher sensor readings and required unspecified third-party treatment from someone other than themselves. No additional information was provided as the customer declined to answer any further questions. There was no report of death or permanent impairment associated with this event. A sensor reading of 108 mg/dl was compared to a capillary result of 51 mg/dl obtained on the built-in meter, and these results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. It is unknown if these readings are related to the reported event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained higher sensor readings and required unspecified third-party treatment from someone other than themselves. No additional information was provided as the customer declined to answer any further questions. There was no report of death or permanent impairment associated with this event. A sensor reading of 108 mg/dl was compared to a capillary result of 51 mg/dl obtained on the built-in meter, and these results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. It is unknown if these readings are related to the reported event.